Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), device dislocation ("unable to locate right migrated essure device / migration of essure device") and genital haemorrhage ("abnormal heavy bleeding / abnormal bleeding (general)") in a 25-year-old female patient who had essure (batch no. B93874) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "attempt to find and remove the right insert was not possible". The patient's previously administered products included for an unreported indication: seroquil from 2008 to 2015. Concurrent conditions included overweight and vaginal discharge abnormality. Concomitant products included oral contraceptive nos from (B)(6) 2014 to (B)(6) 2014 for birth control. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged abnormal menses / abnormal bleeding (menorrhagia)"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines"). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain / dysmenorrhea (cramping)") and dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse),"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower. On an unknown date, the patient experienced rash generalised ("rashes all over body"), pruritus ("itching"), urticaria ("hives / hives all over body"), dysgeusia ("metallic taste in her mouth"), uterine pain ("uterine pain / uterus pain"), abdominal distension ("bloating and swelling of her abdomen"), procedural pain ("painful surgery"), back pain ("back pain"), pain of skin ("skin pain") and menstrual disorder ("abnormal menses"). On an unknown date, the patient experienced weight increased ("weight increased"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, rash generalised, urticaria, headache, alopecia, dysgeusia, abdominal distension and menstrual disorder had resolved and the device dislocation, pruritus, uterine pain, procedural pain, vaginal haemorrhage, weight increased, migraine, back pain and pain of skin outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pain of skin, pelvic pain, procedural pain, pruritus, rash generalised, urticaria, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2014 and (B)(6) 2014 patient underwent unilateral salpingectomy - hysteroscopy, left salpingectomy. Hysterectomy with unilateral salpingectomy - total vaginal hysterectomy w/ mccall culdoplasty & anterior repair w/ right partial salpingectomy. An attempt to find and remove the right insert was not possible. The grasping forceps were placed up into the tube several times and grasped blindly, but the essure apparatus was not retrieved. Continued pain any symptoms led to follow-up surgery on (B)(6) 2014, where the doctor performed a complete vaginal hysterectomy. As per medical record, on (B)(6) 2014, procedure: total vaginal hysterectomy with mccall cul-doplasty and anterior repair with a right partial salpingectomy. Findings: exam under anesthesia revealed a normal-sized ant everted uterus with mild prolapse noted. Procedure description: the patient had a subsequent hysteroscopy, d and c, where 1 of the essure coils was able to be removed; however, the right essure coil was unable to be removed. This was done bilaterally. The right fallopian tube was then partially excised using a kelly clamp and the fallopian tube was sequentially cut and ligated using 0 vicryl suture. The essure coil was found to be completely removed following this. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion on (B)(6) 2014, procedure: essure sterilization. Description of procedure: the 1st tube was cannulated on the left side using the essure apparatus leaving approximately 10 coils in the endometrial cavity. A similar procedure was repeated on the opposite side where 8 coils were left in the endometrial cavity. The procedure was terminated. On (B)(6) 2014, fluoroscopic guided hysterosalpingogram. Indication: tubal ligation evaluation. Patient with reaction to metallic coils, status post removal on the left. The right was unable to be found. Impression: 1. The right essure coil was in place. No contrast extension into the right or left fallopian tube was identified. Surgical pathology report, gross description: there was a coiled metal device in the left cornuate, 1.4 cm in length. This device appears firmly in place with no hemorrhage or perforation of the serosa. The myometrium was coarsely trabeculated, pink-tan and rubbery up to 1.9 cm thick. There was a separately submitted portion of stump-like fallopian tube, 1.0 cm in length, 0.5 cm in diameter. There was a firmly adherent metal coil-like device, 1.5 cm in length. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation, abdominal pain lower, vaginal haemorrhage, pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and device dislocation ('unable to locate right migrated essure device / migration of essure device') in a 25-year-old female patient who had essure (batch no. B93874) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2014, procedure: essure sterilization. Description of procedure: the 1st tube was cannulated on the left side using the essure apparatus leaving approximately 10 coils in the endometrial cavity. A similar procedure was repeated on the opposite side where 8 coils were left in the endometrial cavity. The procedure was terminated. On (B)(6) 2014, fluoroscopic guided hysterosalpingogram. Indication: tubal ligation evaluation. Patient with reaction to metallic coils, status post removal on the left. The right was unable to be found. Impression: 1. The right essure coil was in place. No contrast extension into the right or left fallopian tube was identified. Surgical pathology report, gross description: there was a coiled metal device in the left cornuate, 1.4 cm in length. This device appears firmly in place with no hemorrhage or perforation of the serosa. The myometrium was coarsely trabeculated, pink-tan and rubbery up to 1.9 cm thick. There was a separately submitted portion of stump-like fallopian tube, 1.0 cm in length, 0.5 cm in diameter. There was a firmly adherent metal coil-like device, 1.5 cm in length. Previously administered products included for an unreported indication: seroquil from 2008 to 2015. Concurrent conditions included overweight and vaginal discharge abnormality. Concomitant products included oral contraceptive nos from 22-sep-2014 to 29-dec-2014 for birth control. In september 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal heavy bleeding / abnormal bleeding (genieral)"), menorrhagia ("prolonged abnormal menses / abnormal bleeding (menorrhagia)"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain / dysmenorrhea (cramping)") and dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse),"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower. On an unknown date, the patient was found to have weight increased ("weight increased"). On an unknown date, the patient experienced rash ("rashes all over body"), pruritus ("itching"), urticaria ("hives / hives all over body"), dysgeusia ("metallic taste in her mouth"), uterine pain ("uterine pain / uterus pain"), abdominal distension ("bloating and swelling of her abdomen"), procedural pain ("painful surgery"), back pain ("back pain"), pain of skin ("skin pain"), menstrual disorder ("abnormal menses"), complication of device removal ("attempt to find and remove the right insert was not possible") and diverticulitis ("diverticulitis"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, rash, urticaria, headache, alopecia, dysgeusia, abdominal distension and menstrual disorder had resolved and the device dislocation, pruritus, uterine pain, procedural pain, vaginal haemorrhage, weight increased, migraine, back pain, pain of skin, complication of device removal and diverticulitis outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, complication of device removal, device dislocation, diverticulitis, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pain of skin, pelvic pain, procedural pain, pruritus, rash, urticaria, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on 24-oct-2014 and 29-dec-2014 patient underwent unilateral salpingectomy - hysteroscopy, left salpingectomy.hysterectomy with unilateral salpingectomy - total vaginal hysterectomy w/ mccall culdoplasty & anterior repair w/ right partial salpingectomy.an attempt to find and remove the right insert was not possible. The grasping forceps were placed up into the tube several times and grasped blindly, but the essure apparatus was not retrieved. Continued pain any symptoms led to follow-up surgery on (B)(6) 2014, where the doctor performed a complete vaginal hysterectomy. As per medical record, on (B)(6) 2014, procedure: total vaginal hysterectomy with mccall cul-doplasty and anterior repair with a right partial salpingectomy. Findings: exam under anesthesia revealed a normal-sized ant everted uterus with mild prolapse noted. Procedure description: the patient had a subsequent hysteroscopy, d and c, where 1 of the essure coils was able to be removed; however, the right essure coil was unable to be removed. This was done bilaterally. The right fallopian tube was then partially excised using a kelly clamp and the fallopian tube was sequentially cut and ligated using 0 vicryl suture. The essure coil was found to be completely removed following this. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on 28-oct-2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received: newly added events- diverticulitis, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and device dislocation ('unable to locate right migrated essure device / migration of essure device') in a 25-year-old female patient who had essure (batch no. B93874) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnant (last baby july 30). On (B)(6) 2014, procedure: essure sterilization. Description of procedure: the 1st tube was cannulated on the left side using the essure apparatus leaving approximately 10 coils in the endometrial cavity. A similar procedure was repeated on the opposite side where 8 coils were left in the endometrial cavity. The procedure was terminated. On (B)(6) 2014, fluoroscopic guided hysterosalpingogram. Indication: tubal ligation evaluation. Patient with reaction to metallic coils, status post removal on the left. The right was unable to be found. Impression: 1. The right essure coil was in place. No contrast extension into the right or left fallopian tube was identified. Surgical pathology report, gross description: there was a coiled metal device in the left cornuate, 1.4 cm in length. This device appears firmly in place with no hemorrhage or perforation of the serosa. The myometrium was coarsely trabeculated, pink-tan and rubbery up to 1.9 cm thick. There was a separately submitted portion of stump-like fallopian tube, 1.0 cm in length, 0.5 cm in diameter. There was a firmly adherent metal coil-like device, 1.5 cm in length. Previously administered products included for an unreported indication: seroquel from 2008 to 2015. Concurrent conditions included overweight and vaginal discharge abnormality. Concomitant products included oral contraceptive nos from (B)(6) 2014 to (B)(6) 2014 for birth control. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal heavy bleeding / abnormal bleeding (genital)"), menorrhagia ("prolonged abnormal menses / abnormal bleeding (menorrhagia)"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain / dysmenorrhea (cramping)") and dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse),"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower. On an unknown date, the patient was found to have weight increased ("weight increased"). On an unknown date, the patient experienced rash ("rashes all over body"), pruritus ("itching"), urticaria ("hives / hives all over body"), dysgeusia ("metallic taste in her mouth"), uterine pain ("uterine pain / uterus pain"), abdominal distension ("bloating and swelling of her abdomen"), procedural pain ("painful surgery"), back pain ("back pain"), pain of skin ("skin pain"), menstrual disorder ("abnormal menses"), complication of device removal ("attempt to find and remove the right insert was not possible"), diverticulitis ("diverticulitis"), coital bleeding ("coital bleeding") and allergy to metals ("I had allergic reaction to nickel"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, rash, urticaria, headache, alopecia, dysgeusia, abdominal distension and menstrual disorder had resolved and the device dislocation, pruritus, uterine pain, procedural pain, vaginal haemorrhage, weight increased, migraine, back pain, pain of skin, complication of device removal, diverticulitis, coital bleeding and allergy to metals outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, back pain, coital bleeding, complication of device removal, device dislocation, diverticulitis, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pain of skin, pelvic pain, procedural pain, pruritus, rash, urticaria, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2014 patient underwent unilateral salpingectomy - hysteroscopy, left salpingectomy. Hysterectomy with unilateral salpingectomy - total vaginal hysterectomy w/ mccall culdoplasty & anterior repair w/ right partial salpingectomy. An attempt to find and remove the right insert was not possible. The grasping forceps were placed up into the tube several times and grasped blindly, but the essure apparatus was not retrieved. Continued pain any symptoms led to follow-up surgery on (B)(6) 2014, where the doctor performed a complete vaginal hysterectomy. As per medical record, on (B)(6) 2014, procedure: total vaginal hysterectomy with mccall cul-doplasty and anterior repair with a right partial salpingectomy. Findings: exam under anesthesia revealed a normal-sized ant everted uterus with mild prolapse noted. Procedure description: the patient had a subsequent hysteroscopy, d and c, where 1 of the essure coils was able to be removed; however, the right essure coil was unable to be removed. This was done bilaterally. The right fallopian tube was then partially excised using a kelly clamp and the fallopian tube was sequentially cut and ligated using 0 vicryl suture. The essure coil was found to be completely removed following this. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Batch no: b93874, production date: 2013-11-05, expiration date: 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and device dislocation ('unable to locate right migrated essure device / migration of essure device') in a 25-year-old female patient who had essure (batch no. B93874) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnant (last baby july 30). On (B)(6) 2014, procedure: essure sterilization. Description of procedure: the 1st tube was cannulated on the left side using the essure apparatus leaving approximately 10 coils in the endometrial cavity. A similar procedure was repeated on the opposite side where 8 coils were left in the endometrial cavity. The procedure was terminated. On (B)(6) 2014, fluoroscopic guided hysterosalpingogram. Indication: tubal ligation evaluation. Patient with reaction to metallic coils, status post removal on the left. The right was unable to be found. Impression: 1. The right essure coil was in place. No contrast extension into the right or left fallopian tube was identified. Surgical pathology report, gross description: there was a coiled metal device in the left cornuate, 1.4 cm in length. This device appears firmly in place with no hemorrhage or perforation of the serosa. The myometrium was coarsely trabeculated, pink-tan and rubbery up to 1.9 cm thick. There was a separately submitted portion of stump-like fallopian tube, 1.0 cm in length, 0.5 cm in diameter. There was a firmly adherent metal coil-like device, 1.5 cm in length. Previously administered products included for an unreported indication: seroquil from 2008 to 2015. Concurrent conditions included overweight and vaginal discharge abnormality. Concomitant products included oral contraceptive nos from (B)(6) 2014 to (B)(6) 2014 for birth control. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal heavy bleeding / abnormal bleeding (genieral)"), menorrhagia ("prolonged abnormal menses / abnormal bleeding (menorrhagia)"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain / dysmenorrhea (cramping)") and dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse),"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower. On an unknown date, the patient was found to have weight increased ("weight increased"). On an unknown date, the patient experienced rash ("rashes all over body"), pruritus ("itching"), urticaria ("hives / hives all over body"), dysgeusia ("metallic taste in her mouth"), uterine pain ("uterine pain / uterus pain"), abdominal distension ("bloating and swelling of her abdomen"), procedural pain ("painful surgery"), back pain ("back pain"), pain of skin ("skin pain"), menstrual disorder ("abnormal menses"), complication of device removal ("attempt to find and remove the right insert was not possible"), diverticulitis ("diverticulitis") and coital bleeding ("coital bleeding"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, rash, urticaria, headache, alopecia, dysgeusia, abdominal distension and menstrual disorder had resolved and the device dislocation, pruritus, uterine pain, procedural pain, vaginal haemorrhage, weight increased, migraine, back pain, pain of skin, complication of device removal, diverticulitis and coital bleeding outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, coital bleeding, complication of device removal, device dislocation, diverticulitis, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pain of skin, pelvic pain, procedural pain, pruritus, rash, urticaria, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2014 and (B)(6) 2014 patient underwent unilateral salpingectomy - hysteroscopy, left salpingectomy.hysterectomy with unilateral salpingectomy - total vaginal hysterectomy w/ mccall culdoplasty & anterior repair w/ right partial salpingectomy.an attempt to find and remove the right insert was not possible. The grasping forceps were placed up into the tube several times and grasped blindly, but the essure apparatus was not retrieved. Continued pain any symptoms led to follow-up surgery on (B)(6) 2014, where the doctor performed a complete vaginal hysterectomy. As per medical record, on (B)(6) 2014, procedure: total vaginal hysterectomy with mccall cul-doplasty and anterior repair with a right partial salpingectomy. Findings: exam under anesthesia revealed a normal-sized ant everted uterus with mild prolapse noted. Procedure description: the patient had a subsequent hysteroscopy, d and c, where 1 of the essure coils was able to be removed; however, the right essure coil was unable to be removed. This was done bilaterally. The right fallopian tube was then partially excised using a kelly clamp and the fallopian tube was sequentially cut and ligated using 0 vicryl suture. The essure coil was found to be completely removed following this. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: events coital bleeding was added. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and device dislocation ('unable to locate right migrated essure device / migration of essure device') in a 25-year-old female patient who had essure (batch no. B93874) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnant (last baby (B)(6) ). On (B)(6) 2014, procedure: essure sterilization. Description of procedure: the 1st tube was cannulated on the left side using the essure apparatus leaving approximately 10 coils in the endometrial cavity. A similar procedure was repeated on the opposite side where 8 coils were left in the endometrial cavity. The procedure was terminated. On (B)(6) 2014, fluoroscopic guided hysterosalpingogram. Indication: tubal ligation evaluation. Patient with reaction to metallic coils, status post removal on the left. The right was unable to be found. Impression: 1. The right essure coil was in place. No contrast extension into the right or left fallopian tube was identified. Surgical pathology report, gross description: there was a coiled metal device in the left cornuate, 1.4 cm in length. This device appears firmly in place with no hemorrhage or perforation of the serosa. The myometrium was coarsely trabeculated, pink-tan and rubbery up to 1.9 cm thick. There was a separately submitted portion of stump-like fallopian tube, 1.0 cm in length, 0.5 cm in diameter. There was a firmly adherent metal coil-like device, 1.5 cm in length. Previously administered products included for an unreported indication: seroquil from 2008 to 2015. Concurrent conditions included overweight and vaginal discharge abnormality. Concomitant products included oral contraceptive nos from (B)(6) 2014 to (B)(6) 2014 for birth control. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal heavy bleeding / abnormal bleeding (genieral)"), menorrhagia ("prolonged abnormal menses / abnormal bleeding (menorrhagia)"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain / dysmenorrhea (cramping)") and dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse),"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower. On an unknown date, the patient was found to have weight increased ("weight increased"). On an unknown date, the patient experienced rash ("rashes all over body"), pruritus ("itching"), urticaria ("hives / hives all over body"), dysgeusia ("metallic taste in her mouth"), uterine pain ("uterine pain / uterus pain"), abdominal distension ("bloating and swelling of her abdomen"), procedural pain ("painful surgery"), back pain ("back pain"), pain of skin ("skin pain"), menstrual disorder ("abnormal menses"), complication of device removal ("attempt to find and remove the right insert was not possible"), diverticulitis ("diverticulitis"), coital bleeding ("coital bleeding") and allergy to metals ("I had allergic reaction to nickel"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, rash, urticaria, headache, alopecia, dysgeusia, abdominal distension and menstrual disorder had resolved and the device dislocation, pruritus, uterine pain, procedural pain, vaginal haemorrhage, weight increased, migraine, back pain, pain of skin, complication of device removal, diverticulitis, coital bleeding and allergy to metals outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, back pain, coital bleeding, complication of device removal, device dislocation, diverticulitis, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pain of skin, pelvic pain, procedural pain, pruritus, rash, urticaria, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2014 and (B)(6) 2014 patient underwent unilateral salpingectomy - hysteroscopy, left salpingectomy.hysterectomy with unilateral salpingectomy - total vaginal hysterectomy w/ mccall culdoplasty & anterior repair w/ right partial salpingectomy.an attempt to find and remove the right insert was not possible. The grasping forceps were placed up into the tube several times and grasped blindly, but the essure apparatus was not retrieved. Continued pain any symptoms led to follow-up surgery on (B)(6) 2014, where the doctor performed a complete vaginal hysterectomy. As per medical record, on (B)(6) 2014, procedure: total vaginal hysterectomy with mccall cul-doplasty and anterior repair with a right partial salpingectomy. Findings: exam under anesthesia revealed a normal-sized ant everted uterus with mild prolapse noted. Procedure description: the patient had a subsequent hysteroscopy, d and c, where 1 of the essure coils was able to be removed; however, the right essure coil was unable to be removed. This was done bilaterally. The right fallopian tube was then partially excised using a kelly clamp and the fallopian tube was sequentially cut and ligated using 0 vicryl suture. The essure coil was found to be completely removed following this. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media: new reporter added event I had allergic reaction to nickel. On 23-mar-2020: social media: new reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on 13-oct-2016 who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2014 for permanent birth control. In the weeks and months following the implant procedure, she began experiencing severe abnormal menstruation pain; abnormal heavy bleeding; prolonged abnormal menses; severe lower abdominal and pelvic pain; severe abdominal cramping (other than during menstruation); pain during intercourse; rashes, itching and hives; headaches; hair loss; metallic taste in her mouth; pelvic, uterine and abdomen pain; and bloating and swelling of her abdomen. In (B)(6) 2014, the physician recommended a bilateral salpingectomy. On (B)(6) 2014, she underwent a left-sided salpingectomy to remove her fallopian tube and the essure device. That invasive and painful surgery that she was forced to undergo was performed by her physician. He was unable to locate the right migrated essure device during the procedure. On (B)(6) 2014 she underwent an hsg (hysterosalpingogram) test and was unable to locate the right essure device. On (B)(6) 2014, she underwent a total hysterectomy to remove her uterus, cervix and right fallopian tube. It took several weeks to fully recover from that serious and invasive surgery. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain and abnormal heavy bleeding. Approximately one month after insertion procedure, she underwent a left-sided salpingectomy to remove her fallopian tube and the essure device. Two days after surgery, she underwent an hsg (hysterosalpingogram) test and was unable to locate the right essure device (seen as device dislocation). Two months later, she underwent total hysterectomy to remove her uterus, cervix and right fallopian tube. All these reported events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these both events and suspect insert cannot be excluded. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus, out of the body; a device dislocation into the fallopian tube; migration into abdominal cavity; or can occur as a result of a perforation during insertion. In this present case, the exact time point of dislocation is unknown; however it was diagnosed only one month after insertion procedure. Given the nature of this event, it was considered related to essure. This case was regarded as incident, device removal were required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), device dislocation ("unable to locate right migrated essure device / migration of essure device") and genital haemorrhage ("abnormal heavy bleeding / abnormal bleeding (general)") in a 25-year-old female patient who had essure (batch no. B93874) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included oral contraceptive nos from (B)(6) 2014 to (B)(6) 2014 for birth control. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain / dysmenorrhea (cramping)") and dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse),"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged abnormal menses / abnormal bleeding (menorrhagia)"), rash generalised ("rashes all over body"), pruritus ("itching"), urticaria ("hives / hives all over body"), headache ("headaches"), dysgeusia ("metallic taste in her mouth"), the first episode of uterine pain ("uterine pain"), abdominal distension ("bloating and swelling of her abdomen"), procedural pain ("painful surgery"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), the second episode of uterine pain ("uterus pain"), back pain ("back pain"), pain of skin ("skin pain"), menstrual disorder ("abnormal menses") and complication of device removal ("attempt to find and remove the right insert was not possible"). On an unknown date, the patient experienced weight increased ("weight increased"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tube)) and surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, rash generalised, urticaria, headache, alopecia, dysgeusia and menstrual disorder had resolved and the device dislocation, menorrhagia, pruritus, abdominal distension, procedural pain, vaginal haemorrhage, weight increased, migraine, the last episode of uterine pain, back pain, pain of skin and complication of device removal outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, complication of device removal, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pain of skin, pelvic pain, procedural pain, pruritus, rash generalised, urticaria, vaginal haemorrhage, weight increased, the first episode of uterine pain and the second episode of uterine pain to be related to essure. The reporter commented: on (B)(6) 2014 and (B)(6) 2014 patient underwent unilateral salpingectomy - hysteroscopy, left salpingectomy. Hysterectomy with unilateral salpingectomy - total vaginal hysterectomy w/ mccall culdoplasty & anterior repair w/ right partial salpingectomy diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, reporter added, patient information updated, lot number received, concomitant condition added, lab data added, events added as follows:- vaginal haemorrhage, weight increased, migraine, uterine pain, back pain, pain of skin, menstrual disorder, abdominal pain lower, complication of device removal.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), device dislocation ("unable to locate right migrated essure device / migration of essure device") and genital haemorrhage ("abnormal heavy bleeding / abnormal bleeding (genieral)") in a 25-year-old female patient who had essure (batch no. B93874) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "attempt to find and remove the right insert was not possible". The patient's concurrent conditions included overweight and vaginal discharge abnormality. Concomitant products included oral contraceptive nos from (B)(6)2014 to (B)(6)2014 for birth control. On (B)(6)2014, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain / dysmenorrhea (cramping)") and dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse),"). On (B)(6)2014, the patient experienced alopecia ("hair loss"). On (B)(6)2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged abnormal menses / abnormal bleeding (menorrhagia)"), rash generalised ("rashes all over body"), pruritus ("itching"), urticaria ("hives / hives all over body"), headache ("headaches"), dysgeusia ("metallic taste in her mouth"), the first episode of uterine pain ("uterine pain"), abdominal distension ("bloating and swelling of her abdomen"), procedural pain ("painful surgery"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), the second episode of uterine pain ("uterus pain"), back pain ("back pain"), pain of skin ("skin pain") and menstrual disorder ("abnormal menses"). On an unknown date, the patient experienced weight increased ("weight increased"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tube). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, rash generalised, urticaria, headache, alopecia, dysgeusia and menstrual disorder had resolved and the device dislocation, menorrhagia, pruritus, abdominal distension, procedural pain, vaginal haemorrhage, weight increased, migraine, the last episode of uterine pain, back pain and pain of skin outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pain of skin, pelvic pain, procedural pain, pruritus, rash generalised, urticaria, vaginal haemorrhage, weight increased, the first episode of uterine pain and the second episode of uterine pain to be related to essure. The reporter commented: on (B)(6)2014 and (B)(6)2014 patient underwent unilateral salpingectomy - hysteroscopy, left salpingectomy.hysterectomy with unilateral salpingectomy - total vaginal hysterectomy w/ mccall culdoplasty & anterior repair w/ right partial salpingectomy.an attempt to find and remove the right insert was not possible. The grasping forceps were placed up into the tube several times and grasped blindly, but the essure apparatus was not retrieved. Continued pain any symptoms led to follow-up surgery on (B)(6)2014, where the doctor performed a complete vaginal hysterectomy. As per medical record, on (B)(6)2014, procedure: total vaginal hysterectomy with mccall cul-doplasty and anterior repair with a right partial salpingectomy. Findings: exam under anesthesia revealed a normal-sized ant everted uterus with mild prolapse noted. Procedure description: the patient had a subsequent hysteroscopy, d and c, where 1 of the essure coils was able to be removed; however, the right essure coil was unable to be removed. This was done bilaterally. The right fallopian tube was then partially excised using a kelly clamp and the fallopian tube was sequentially cut and ligated using 0 vicryl suture. The essure coil was found to be completely removed following this. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6)2014: total bilateral occlusion on (B)(6)2014, procedure: essure sterilization. Description of procedure: the 1st tube was cannulated on the left side using the essure apparatus leaving approximately 10 coils in the endometrial cavity. A similar procedure was repeated on the opposite side where 8 coils were left in the endometrial cavity. The procedure was terminated. On(B)(6)2014, fluoroscopic guided hysterosalpingogram. Indication: tubal ligation evaluation. Patient with reaction to metallic coils, status post removal on the left. The right was unable to be found. Impression: 1. The right essure coil was in place. No contrast extension into the right or left fallopian tube was identified. Surgical pathology report, gross description: there was a coiled metal device in the left cornuate, 1.4 cm in length. This device appears firmly in place with no hemorrhage or perforation of the serosa. The myometrium was coarsely trabeculated, pink-tan and rubbery up to 1.9 cm thick. There was a separately submitted portion of stump-like fallopian tube, 1.0 cm in length, 0.5 cm in diameter. There was a firmly adherent metal coil-like device, 1.5 cm in length. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation, abdominal pain lower, vaginal haemorrhage, pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes: on(B)(6)2018: medical record received. Reporter information updated, case became medically confirmed. Patient¿s relevant history and lab data updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), device dislocation ("unable to locate right migrated essure device / migration of essure device") and genital haemorrhage ("abnormal heavy bleeding / abnormal bleeding (genieral)") in a 25-year-old female patient who had essure (batch no. B93874) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "attempt to find and remove the right insert was not possible". The patient's previously administered products included for an unreported indication: seroquil from 2008 to 2015. Concurrent conditions included overweight and vaginal discharge abnormality. Concomitant products included oral contraceptive nos from 22-sep-2014 to 29-dec-2014 for birth control. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain / dysmenorrhea (cramping)") and dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse),"). In september 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged abnormal menses / abnormal bleeding (menorrhagia)"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower. On an unknown date, the patient experienced rash generalised ("rashes all over body"), pruritus ("itching"), urticaria ("hives / hives all over body"), dysgeusia ("metallic taste in her mouth"), the first episode of uterine pain ("uterine pain"), abdominal distension ("bloating and swelling of her abdomen"), procedural pain ("painful surgery"), the second episode of uterine pain ("uterus pain"), back pain ("back pain"), pain of skin ("skin pain") and menstrual disorder ("abnormal menses"). On an unknown date, the patient experienced weight increased ("weight increased"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tube)) and surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tube)). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, rash generalised, urticaria, headache, alopecia, dysgeusia, abdominal distension and menstrual disorder had resolved and the device dislocation, pruritus, procedural pain, vaginal haemorrhage, weight increased, migraine, the last episode of uterine pain, back pain and pain of skin outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pain of skin, pelvic pain, procedural pain, pruritus, rash generalised, urticaria, vaginal haemorrhage, weight increased, the first episode of uterine pain and the second episode of uterine pain to be related to essure. The reporter commented: on (B)(6) 2014 patient underwent unilateral salpingectomy - hysteroscopy, left salpingectomy.hysterectomy with unilateral salpingectomy - total vaginal hysterectomy w/ mccall culdoplasty & anterior repair w/ right partial salpingectomy.an attempt to find and remove the right insert was not possible. The grasping forceps were placed up into the tube several times and grasped blindly, but the essure apparatus was not retrieved. Continued pain any symptoms led to follow-up surgery on (B)(6) 2014, where the doctor performed a complete vaginal hysterectomy. As per medical record, on (B)(6) 2014, procedure: total vaginal hysterectomy with mccall cul-doplasty and anterior repair with a right partial salpingectomy. Findings: exam under anesthesia revealed a normal-sized ant everted uterus with mild prolapse noted. Procedure description: the patient had a subsequent hysteroscopy, d and c, where 1 of the essure coils was able to be removed; however, the right essure coil was unable to be removed. This was done bilaterally. The right fallopian tube was then partially excised using a kelly clamp and the fallopian tube was sequentially cut and ligated using 0 vicryl suture. The essure coil was found to be completely removed following this. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on 28-oct-2014: total bilateral occlusion on (B)(6) 2014, procedure: essure sterilization. Description of procedure: the 1st tube was cannulated on the left side using the essure apparatus leaving approximately 10 coils in the endometrial cavity. A similar procedure was repeated on the opposite side where 8 coils were left in the endometrial cavity. The procedure was terminated. On (B)(6) 2014, fluoroscopic guided hysterosalpingogram. Indication: tubal ligation evaluation. Patient with reaction to metallic coils, status post removal on the left. The right was unable to be found. Impression: 1. The right essure coil was in place. No contrast extension into the right or left fallopian tube was identified. Surgical pathology report, gross description: there was a coiled metal device in the left cornuate, 1.4 cm in length. This device appears firmly in place with no hemorrhage or perforation of the serosa. The myometrium was coarsely trabeculated, pink-tan and rubbery up to 1.9 cm thick. There was a separately submitted portion of stump-like fallopian tube, 1.0 cm in length, 0.5 cm in diameter. There was a firmly adherent metal coil-like device, 1.5 cm in length. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation, abdominal pain lower, vaginal haemorrhage, pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes: on 20-aug-2018: pfs received - outcome for the event 'abdominal distension and menorrhagia' were added as recovered. New reporter were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow up information was received on 17-nov-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain and abnormal heavy bleeding. Approximately one month after insertion procedure, she underwent a left-sided salpingectomy to remove her fallopian tube and the essure device. Two days after surgery, she underwent an hsg (hysterosalpingogram) test and was unable to locate the right essure device (seen as device dislocation). Two months later, she underwent total hysterectomy to remove her uterus, cervix and right fallopian tube. All these reported events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these both events and suspect insert cannot be excluded. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus, out of the body; a device dislocation into the fallopian tube; migration into abdominal cavity; or can occur as a result of a perforation during insertion. In this present case, the exact time point of dislocation is unknown; however it was diagnosed only one month after insertion procedure. Given the nature of this event, it was considered related to essure. This case was regarded as incident, since device removal were required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.